Event description:
It was reported by service report that the fowler would not fully lower. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: linit switch, fowler.